Manufacturer narrative:
Based on the available information, no premature battery depletion is suspected. Once the subject device is received at microport investigation center, it will be investigated and follow-up MDR will be provided.

Event description:
Reportedly, early battery depletion occurred. The device was found at rrt. The device longevity was 20 months (min 13 months) one year ago.